Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred after sealing the short gastric vessels although end tones, indicating a completed seal cycle, were heard. The surgeon attempted to control the bleeding with the device but it was not functioning. Blood loss was not greater than 500cc and there was no injury to the patient.